Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that customer was hospitalized for high blood glucose level. The customer¿s blood glucose level at the time admitted to hospital was unknown. It was unknown that the auto mode was used or not. The device will not be returned for analysis.